Manufacturer narrative:
Information was not provided by the contact. The handpiece was received disassembled with the nose cone missing. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components and it was found that the moisture indicator was positive, the acoustic isolator was torn and the internal wires were disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. No conclusion could be reach as to what could cause that the handpiece got disassembled due to not all components were returned. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the hand broke into 4 pieces while setting up for an unknown procedure. Customer used a second hand piece and disposable to complete the procedure. No patient consequences.